Event description:
On (B)(6) 2012, variax dr operation was performed. The plate was fixed proximally from the ideal position because the patient broke distal radius several years ago, and dorsally displaced was left. In the fifth week after the operation, the plate was broken.

Manufacturer narrative:
Investigation in progress, but not yet complete.